Event description:
Staple load and reinforcement strip still connected on one end. No part of the strip broke off just separated. No part left behind. They have been collected and are available for risk to evaluate upon request.